Manufacturer narrative:
Samples have been requested from the customer. Factory pending receipt of samples.

Event description:
It was reported to fresenius medical care by an administrative assistant that the end piece releases and gets stuck when using for blood draws. Blood draws in (B)(6) 2024. (Several patients over the course of 2 days). Clinic asked for their staff's preferred adapters made by a different manufacturer for the following order from spectra for the following month. They discontinued using the nipro brand immediately. This month, they received 2 more boxes, which then prompted their complaint. No injury to patient, just delayed completion of treatment due to having to get a doctor to travel here to remove the "cap" lodged in catheter hub. Also was stuck in fistula tubing line.